Event description:
It was reported that the patient presented in clinic. Interrogation of the device revealed high capture thresholds on the right ventricular (rv) lead which led to loss of capture. The patient was asymptomatic. Fluoroscopy confirmed the rv lead was dislodged. Initially, the physician attempted to reposition the lead, however, the helix would not extend or retract during the procedure. The rv lead was explanted and replaced. The patient was stable throughout the procedure.